Event description:
Primary stability not achieved, implant wasn't completely covered with bone, blood coagulation disorder, complication in site preparation, sinus perforation, inadequate bone quality/quantity.